Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. D4: batch # u95y3c. H2: additional information received: did customer report device would not fire? The anvil of el5ml clip was broken. The anvil of clip applier was separated from shaft. The clip applier was no function. Did customer report device was also difficult to fire? The anvil of el5ml clip was broken. The anvil of clip applier was separated from shaft. The clip applier was no function. Did the fired clips not occlude vessels (as event stated vessel not ligated normally)? Or instead was the clip malformed? The anvil of el5ml clip was broken. Surgeon couldn¿t use this clip applier ligate any vessel intra-op. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. In addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the advancer was noted to be bent and five clips were found inside the clip track. No conclusion could be reached regarding what caused the jaw to be disengaged. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to an inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: did customer report device would not fire? Did customer report device was also difficult to fire? Did the fired clips not occlude vessels (as event stated vessel not ligated normally)? Or instead was the clip malformed?.

Event description:
It was reported that during an unknown procedure, the tip of el5ml ligamax5 5mm endoscopic multiple clip applier was broken. The clip couldn't fire the clip to ligate the vessel normally so surgeon changed to a new instrument. It is unknown how procedure was completed. There was no patient consequence.